Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. Customer was trying to get a new infusion set on and was trying to rewind, but it was not working. Customer changed the battery. Customer was able to rewind and priming. Customer ran the self test and it passed. Customer gave herself a bolus last week and there wasn't anything in the history. Customer reported that sometimes the act button doesn't respond right away. Customer's blood glucose level was 57 mg/dl. Insulin pump will need to be replaced as the act button is not fully responsive. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
All buttons function properly. However, insulin pump had moisture damage on keypad traces. Insulin pump functioned properly during functional check including rewind and basic occlusion, occlusion, prime/, the excessive no delivery, displacement, self test, unexpected restart test and all operating current test were normal. Insulin pump received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).